Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding on lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump had physical damage to the display and had a black spot on the display resulting in a partial display. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will be returned for analysis.